Manufacturer narrative:
Additional information: a product sample was not returned for evaluation; therefore, the condition of the product could not be verified. The final customer's lot was identified and device history record review shows that the product was released according to the manufacturer's acceptance criteria. The root cause for the defect experienced by the customer cannot be determined. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Event description:
A nurse reported leaky valved trocar ports during vitreoretinal procedures. There was no patient harm as per the reporter. Product samples were requested for evaluation from the reporter. Upon follow up the customer informed that there were no product samples saved to send for evaluation. This is the first of four reports from the customer for an specific lot. This is the second of four reports from the customer for an specific lot. This is the third report of four reports from the customer for an specific lot. This is the fourth of four reports from the customer for an specific lot.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported leaky valved trocar ports during vitreoretinal procedures. There was no patient harm as per the reporter. Product samples were requested for evaluation from the reporter. Upon follow up the customer informed that there were no product samples saved to send for evaluation. This is the second of four reports from the customer for an specific lot.